Manufacturer narrative:
(B)(4). Information indicates this product is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and intermittent high out of range pace impedance measurements greater than 3000 ohms. The patients heart rate was noted to be 30 beats per minute. An x-ray determined that the rv lead had a fracture. The rv lead was subsequently explanted and replaced. No additional adverse patient effects were reported.